Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that, during an intensive care unit training session, the automated controller for the mechanical circulatory support system displayed a battery failure alarm when it was powered on for demonstration. Multiple attempts to reset the controller were unsuccessful. The console was not connected to any patient at the time of the event. This has been classified as a reportable malfunction.

Manufacturer narrative:
Console logs from the complaint date were consistent with what was reported in the complaint. Root cause: the root cause of the reported battery failure on ic9869 was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.